Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nausea and an odor from the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nausea and an odor from the device. There was no report of medical intervention. No additional information can be requested at this time the device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no thermal damage to the pca and there was no error code found. The manufacturer could not confirm the customer allegation. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.